Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.

Event description:
The recipient is reportedly experiencing electrode extrusion. The recipient underwent repositioning surgery.